Event description:
I had purchased avaira contacts from (B)(6). I would put the contacts in and I would see very blurry and sometimes have to remove the contacts. I had to go to urgent care because my eyes became infected. Avairs sent me a letter saying they accidentally contained a silicone oil residue. My lot number on the box was one of the ones listed.